Manufacturer narrative:
Manufacturer's report date: june 11, 2014. (B)(4). Unable to determine the cause of the customer's report of a checkvalve failure. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported a checkvalve failure on the hematology/oncology unit (occurring sometime between (B)(6)). Cisplatin was set-up as a secondary infusion and was found backflowing into the primary bag of normal saline. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.